Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the following likely led to the malfunction: the most probable cause of the identified failure, the jet tube with white foreign material and connecting tube with foreign objects, was cause not established . According to previous investigations, using products that contain silicone can cause deposits of white foreign material. If the customer used them, there is a risk that foreign material would remain in the channel even if the reprocessing were conducted following instruction for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the auxiliary channel and foreign objects in the connecting tube. There was no patient involvement.